Manufacturer narrative:
This device was not returned; therefore, a technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and associated right ventricular (rv) lead exhibited noise during testing at a device follow-up. An episode showing noise was stored in the device. The shock impedance measurement was low, out of-range at 19 ohms. Tachycardia therapy was programmed off in the device and the patient was admitted to the hospital until a lead revision could be performed. No adverse patient effects were reported. It was later reported that the right atrial (ra) lead and rv leads were found via x-ray to be dislodged, due to twiddler's syndrome. The transvenous system was explanted and a new subcutaneous implantable cardioverter defibrillator (s-ICD) system was implanted. The explanted products were discarded at the hospital.